Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical pump presented with an error message cassette "badly fixed". The user tested the error with a different cassette but the issue persisted. There were no adverse events reported.